Event description:
A medtronic representative reported that, while in an l4-s1 fusion spine procedure, using an imaging system, when navigating, the surgeon alleged an inaccuracy in the left and upward direction during tapping. The patient was re-spun and the surgeon deemed still being inaccurate. The surgeon placed the probe on the bone and the navigation system showed 10 millimeters above the bone, in the air. In trouble-shooting, the percutaneous pin was showing in the bone with good connection and it was not resting on the patient's skin. The inaccuracy was noticed with all instruments. There was a 20 minute delay to the procedure, the surgeon chose to discontinue the use of the navigation system and the imaging system. The surgeon completed the procedure with the use of fluoro. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously

Manufacturer narrative:
On 06/19/2015 a medtronic representative performed a navigation system check-out, all areas passed. Performed o-arm spin on blue spine model and accurately navigated passive planar blunt (ppb) probe. System performed as intended. On 07/02/2015 a medtronic representative, following-up at the site, reported navigation system functioning as expected, no other issues of inaccuracies have occurred.